Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4346490. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle fell apart during blood draw. No injury or medical intervention.